Event description:
Hcp reported that the "pump not working and battery still functioning." In 10/2001 the pt complained of increased tone in lower extremities and was having trouble sleeping at night. The device was explanted and returned to the MFR for analysis. The pt had the pump replaced and hcp reports the pt is doing fine now.